Manufacturer narrative:
H6: investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the unspecified bd syringe experienced leakage at the connection site. The following information was provided by the initial reporter: liquid escaping the barrel of the syringe into the space between the two ribs of the plunger seal. Specifically, no liquid is exiting the syringe but remaining trapped between those two layers of the plunger seal.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that the unspecified bd syringe experienced leakage at the connection site. The following information was provided by the initial reporter: liquid escaping the barrel of the syringe into the space between the two ribs of the plunger seal. Specifically, no liquid is exiting the syringe but remaining trapped between those two layers of the plunger seal.